Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. Patient stated that insulin doesn't exits tubing with plunger push and greater than normal resistance with plunger push. No further information available.